Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cerebral angiography examination. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that the geometry was indicating that the unknown source skin distance hss, set minimum edld. Upon troubleshooting actions, fse disassembled the stand cover and identified that there was no power for mvr low power board. Fse replaced the mvr low power board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that gantry could not move properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cerebral angiography examination. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that the geometry was indicating that the unknown source skin distance hss, set minimum edld. Upon troubleshooting actions, fse disassembled the stand cover and identified that there was no power for mvr low power board. Fse replaced the mvr low power board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, reporting institution name and the reporting address line 1 have been updated.